Event description:
Post-op liner dislocation and ceramic head wear. Patient underwent the surgery of right total hip replacement on (B)(6) 2022. Few days after the surgery, the patient presented to the hospital with discomfort at the right hip. After examination, the x-ray picture showed that the liner had dislocated from the right hip prosthesis. On (B)(6) 2022, the patient underwent the revision surgery of the right hip. During the revision surgery, the implanted liner and ceramic head was explanted from the patient, found that the liner was fell off and the ceramic head was worn. New liner and ceramic head were implanted during the revision surgery.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this complaint was received for investigation. The photo investigation confirmed a disassociation event, confirming the reported allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that there was no surgical delay.